Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. Device not returned.

Event description:
It was reported that during surgery the tip of the device fell off, as the locking mechanism of the device was not working and had to use hands to hold the device together to use and complete the procedure. No piece fell into the patient. No harm or delay occurred. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the provided pictures identified the tip lock looks loose. The device is used. The tip is not seen in the picture. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. Corrective actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.